Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Upon inspection of the device, the water level sensor was placed in a location that would not effectively read the correct water level need for function. The sensor was placed in the correct location, and the device was inspected for complete functionality.

Event description:
Customer reports that during the quarterly cleaning procedure, they noticed that the unit's low water alarm does not go off when the tank is empty.

Manufacturer narrative:
Further review determined that this is a non-reportable event.

Event description:
Customer reports that during the quarterly cleaning procedure, they noticed that the unit's low water alarm does not go off when the tank is empty.